Event description:
It was reported that during an attempt to insert a presep catheter, a new access site was needed. As reported, the presep guidewire would not fit into the dilator so the presep catheter was abandoned and a standard non-edwards triple lumen catheter was placed. The planned insertion site was the right internal jugular vein (rij); when the guidewire was pulled back, the doctor stated it looked like a "slinky" (unraveled). A new access site was needed; no patient complications were reported.

Manufacturer narrative:
The devices are not expected to be returned for evaluation; it is believed they have been discarded. Lot number was not provided, therefore review of the manufacturing records could not be completed. Without return of the product, it is not possible to confirm any defects or damages, nor is it possible to determine what factors may have contributed to the report. No actions will be taken at this time